Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8709, lot# l78419, implanted:(B)(6) 2000, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
On (B)(6) 2015 the patient¿s pump was refilled with 40 ml. The printout showed the reservoir was at 40 ml from that day, but the printout was a print report and not a data session report. It appeared the reservoir volume was not updated on (B)(6 )2015. It was reading 0 ml¿s on the date of the report. The plan was to update the reservoir volume to the correct volume on the date of the report. The physician realized that they had not ¿updated¿ the pump completely, and they only hit the print button. The physician said they were going to reprogram to be sure to update the pump. The patient was not experiencing any symptoms at the time, and they were currently receiving effective therapy. The patient stated that since they got up in the morning, their pump just registered the type of medication they had; all it did was have an ¿x¿ with a circle around it, and it did not give them a time of the next time that it would give their medication. It did not sound like the personal therapy manager (ptm) was working at all.